Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with sepsis. Evaluation of the system controller data log was requested and no abnormal alarms or events were recorded. Blood cultures were positive for corynebacterium. The source of infection was presumed to be the patient's mouth. It was felt that the patient's teeth infected his blood and therefore they assume the pump is infected. The driveline was cultured and did not grow any organisms, and there are no pump pocket issues. His implantable cardioverter defibrillator leads were extracted. The patient was scanned and there were no fluid pockets found anywhere. The patient remained in the hospital on two unspecified IV antibiotics for approximately 8 days and then was to be continued on the antibiotics for 6 weeks in total. No additional information was reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 7 months.the patient remains ongoing with the implanted device and no further information has been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.